Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 07/10/2009 and was last repaired on 04/16/2010. Eval of the device observed that the comb was bent. It was also observed that the device did close when the cutters were inserted into the device. The roller, gear, sliding pin, and left side plate and ratchet gear were also worn. A test mesh and calibration could not be performed due to damage of the comb. Customer returned 2 cutters. The 1.5:1 cutter was determined to be damaged and non-repairable and the 3.0:1 cutter produced an acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not closing properly with the cutter inside. Add'l clinical f/u with the customer indicated that the reported issue was noted at the time of assembly. There was no pt injury, increased surgical time or medical intervention.